Event description:
On (B)(6) 2026, the customer contacted ts to report that the u-arm receptor made contact with the mobile table, lifting it 3-5 inches off the floor while setting up an ankle to hip study. A pediatric patient was on the table when this event occurred but no injury was reported.

Manufacturer narrative:
On march 26, 2026, ts had the dr log files pulled and sent to the software developer. On april 20, 2026, the software developer confirmed that the event logs from the u-arm did not show any activity during the timeframe in which the adverse event occurred, indicating that this was a user error. Del medical inc is a distributer, not manufacturer of this device. The original manufacturer, sedecal USA has been notified.